Event description:
It was reported that the device was used during a colectomy. It was reported by the rep that the surgeon was not satisifed with the staple formation of the tx60b instrument stating that the staples were incomplete. Another tx60b was opened and used to complete the case. There was no consequence to the pt.